Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a thr surgery, on (B)(6) 2022 patient underwent a revision surgery to exchange the reflection poly liner. Current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, patient had a total hip replacement on an unknown date and (B)(6) 2022 underwent a revision surgery to exchange the reflection poly liner. Current health status of the patient is unknown. When impacting the new poly, the base that threads the green impactor head cracked. There were no pieces broken inside the patient, no case delay and the liner insertion with the other metal head ball in the set worked perfectly. It is noted additional information is not available; therefore, there were no clinical factors found which would have contributed to the reported events. Patient impact beyond the reported events cannot be determined with the limited information provided. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.